Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on 17-jun-2025. The blockage was in the tubing. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via pump. No further information available.